Manufacturer narrative:
Further information was received indicating this event is a duplicate and reported under manufacturer reference number 2916596-2020-03802. The investigation results will be reported under MFR # 2916596-2020-03802.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had right ventricular dysfunction and was being treated for lvad-related infection with IV antibiotics and initially presented to the hospital on (B)(6) 2020 for evaluation of PICC line related infection and volume overload. The patient was found to have an acute renal injury, intra aortic shock requiring intensive care unit (ICU) level of care with addition of inotrope, continuous dialysis, and intra-aortic balloon pump placement for support. The patient's ldh peaked at 947, plasma hemoglobin was 144, haptoglobin < 10. From waveform review pump thrombus versus outflow graft thrombus were presumed when decision for urgent lvad exchange was made which was complicated by bleeding and the need for repair or right subclavian artery requiring subclavian artery bypass. The hmii was decommissioned, and the patient was placed on extracorporeal membrane oxygenation (ECMO). The patient may have succumbed to an iatrogenic injury to the subclavian during surgery to exchange the hmii to hmiii. Post operative course was complicated by right lower extremity ischemia (former iabp site) requiring fasciotomy, and diffuse neuro encephalopathy with seizures. Despite no abnormalities on brain cat scans, the patient never regained consciousness after surgery. Patient was made a do-not-resuscitate (dnr) order, and was supported in the ICU until he passed away due to refractory ventricular fibrillation in (B)(6) 2020.